Manufacturer narrative:
Evaluation summary: the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were received inside the original package for evaluation. Leaking was noticed at the connection between the cross spike and the tubing line. The reported failure mode will be treated as confirmed and related to the manufacturing/production process. The root cause and action plan will be documented through a formal corrective and preventative action. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the feeding sets are leaking at the connection between the diet and the feeding set.